Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during priming. The no delivery alarm was resolved by rewinding, checking the tubing connector, and then the customer was able to prime. The customer experienced low and high blood glucose levels. Customer's blood glucose level ranged from 300 mg/dl to 450 mg/dl. He was exhausted, felt cramping, nerve stiffness, bloated, and had a loss of appetite. The customer also experienced instances of elevated blood pressure and pulse. The high pressure test passed. The reservoir was showing more insulin than what was shown on the status screen. The device was not returned.